Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they are in the hospital and need to do an MRI of their lower back. Reviewed MRI compatibility/device registration information with patient. Patient initially stated reason for their MRI/hospitalization is unrelated to their medtronic device/therapy. Patient later stated they had back surgery and they think patient has an infection. When agent asked for clarification if the infection was unrelated to medtronic device/therapy patient stated they "hope so" and did not provide a clear answer. Patient provided event date as about two weeks ago. Agent documented information patient provided and focused on patient's reason for call (MRI guidelines).